Manufacturer narrative:
Calibration and controls were ok. A general reagent issue could be excluded. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The field service engineer replaced the reagent. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-tpo on a cobas 8000 system serial number (B)(6). No questionable results were reported outside of the laboratory. An aliquot of the sample initially resulted in a value of 52 iu/ml. The aliquot was repeated twice, resulting in values of 9 iu/ml with a data flag and 9 iu/ml with a data flag.